Manufacturer narrative:
(B)(4). Insulin pump received with cracked retainer. Test reservoir lock properly inside the reservoir tube. Insulin pump passed displacement test.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had loosened. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.